Manufacturer narrative:
According the information received, the rondo 2 control unit dropped down and was damaged. Device investigation revealed several mechanical damages caused by the reported impact. Additionally, leaking electrolyte was observed and it cannot be ruled out that leaking electrolyte has escaped from the housing. The recipient did not get injured due to this issue. This is a combined initial and final report.

Event description:
The user's rondo 2 audio processor reportedly fell on the ground and was damaged. The audio processor could not be connected to max afterwards. The led is reportedly blue and blinking constantly. There was no harm sustained and the hearing performance prior was quite good.